Manufacturer narrative:
(B)(4). Upon follow up it was reported that cefazolin and fortum therapies were discontinued thirteen days after initiation. On the same day, the patient began treatment with intraperitoneal (ip) tienam 0.5, two jars daily and ip ciprobay 0.2, two jar daily for peritonitis. Thirteen days later the patient was discharged from the hospital, antibiotic treatment was discontinued and the patient was recovered from this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as poor environment/poor personal hygiene. The peritonitis was manifested by abdominal pain, cloudy pd fluids, fever, vomiting and diarrhea. On the same day, the patient was hospitalized for peritonitis. The same day, the patient began treatment with intraperitoneal cefazolin and fortum (1gm, every day, duration not reported) for peritonitis. Dianeal therapies were ongoing. At the time of this report the patient was recovering from this peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.